Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may be leaking insulin. The customer reported that there was fluid in the reservoir compartment. Blood glucose level at the time of the incident was 250 mg/dl. The customer reported that the o-rings were intact, and was advised to change the set and reservoir. No products were replaced or returned for analysis.